Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it is unknown if the issue was caused by normal battery depletion. The battery depleted. Patient has not been seen at the hcp office since 2017 and it was working great. No steps have been taken to resolve the issue, and no further action will be taken. The cause of only one wire working was not determined as they have not seen the pt. The hcp will contact the patient to get a visit scheduled. The issue has not yet been resolved. The cause of the poor communication screen was likely because the battery depleted.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that since received the implant in 2012 it never really worked, said that the first implant was perfect. Patient said that went to see their healthcare provider (hcp) in 2016 and hcp reprogrammed and also said something about only one wire was working. Patient said that it worked for a little bit, after that however, hasn't been functioning for five years. Patient said is peeing all the time and the urgency is really bad, it "just pops out" when trying to pull down pants. Patient said that hasn't made arrangements for replacement yet. Patient also mentioned that the implant seems to have shifted. Patient is having hip replacement surgery soon and needs to turn stimulation off beforehand, said hasn't used the patient programmer in a long time and requested assistance in connecting to turn stimulation off. With instructions patient attempted to connect to implant using the 3037 patient programmer with and without the antenna connected; however, only received the poor communication screen. Reviewed possibility that ins battery has depleted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included patient said only has one leg.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, (B)(4). Product type lead product ID 3037. Product type programmer. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-sep-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.